Event description:
It was reported "pump will give errors and pump needs to be reset to work again." There was no adverse impact to the customer¿s blood glucose level. The customer declined assistance from tandem technical support regarding the issue.